Event description:
So far, I've had problems with two resmed airfit n30i CPAP nasal cushions from the last batch received. The cushions develop a dimple when put against the nose, preventing a good air seal and creating excessive air noise. I contacted my supplier (B)(6) about the problem, and (B)(6) doesn't seem to care and told me they would "submit a ticket and see what happens". I also called resmed directly, and resmed was similarly dismissive of the issue saying they would pass along the information, but there was nothing that they could do. I'm very concerned that potential product defects are not being taken seriously, and replacement for defective product seems to be optional. Ref report: mw5149603.